Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The field service engineer found that the pocket lid was not released due to a medication jam. The jam was cleared, allowing the lid to open. The storage space was recovered. The customer tested the drawer through normal operation, and additional testing was performed in diagnostic mode. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6) medical center.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.